Event description:
The customer reported that when preparing the subject device for use during an unspecified procedure, the screen on the monitor did not change at startup, and the buttons on the screen did not respond. There was no patient or user injury reported due to the event. This report is being submitted for the malfunction of the screen on the monitor did not change at startup.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that although the power supply lamp was lit up, the screen was not displayed due to a printed circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the image was not displayed due to the printed circuit board failure. However, the root cause of the printed circuit board failure could not be determined. The report of unresponsive buttons was also confirmed during inspection and testing. In addition, service found damage to the front panel and dust inside the screen. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.